Manufacturer narrative:
One device was returned for repair of cassette not attached error. The error was noted on the event history log. This device has not been in for service in the review period. Performed cassette and downstream occlusion testing. During visual inspection, noted a broken battery door. Probable cause of reported problem was downstream occlusion (dso) failure. Replaced downstream occlusion (dso) sensor, bezel, and seal. Replaced battery door. Updated unit software. Device passed functional testing post-repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.